Manufacturer narrative:
(B)(4).the instructions for use for the gore® dryseal flex introducer sheath warns: - adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. (B)(4).

Event description:
The following was reported to gore: this patient underwent endovascular repair of an aortic arch aneurysm using two gore® tag® thoracic endoprostheses. A gore® dryseal sheath with hydrophilic coating was inserted from the right femoral artery. A diameter of access vessel was reportedly measured 5.2-9.5 mm. The first endoprosthesis was deployed in the descending aortic artery. The second endoprosthesis (tgu343415j/17374368) was deployed just distal to the ostium of the left subclavian artery (lsa) and the partially uncovered stent covered the lsa as planned. After that, blood pressure was measured in the aortic arch and in the lsa. It was reported that a pressure gap was observed. A bare metal stent was additionally implanted in the lsa, and the pressure gap was resolved. Intra procedural angiography was then showed a localized dissection of the origin of the right external iliac artery. A bare metal stent was implanted from the right common iliac artery to the external iliac artery to repair the dissection. When the sheath was withdrawn, an intima dissection was confirmed at the puncture site of the right femoral artery. The dissection was surgically repaired without using a vascular graft. After that, the procedure was concluded. The patient tolerated the procedure.